Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient ID# (B)(6), year of birth 1933. This report is for one (1) unknown traumacem v+ cement kit. (B)(6). This report is for six (6) unknown traumacem v+ cement kit. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the patient was implanted with nine (9) screws and four (4) were augmented; for a philos with augmentation procedure on (B)(6) 2015. The patient recovered without persistent damage by (B)(6) 2016. Post-operatively six months to a year the patient fell during the holidays. It was discovered that a mal-union had occurred with the philos with augmentation during an unknown time. This report is for one (1) unknown traumacem v+ cement kit. This report is 2 of 3 for (B)(4).